Manufacturer narrative:
Initial reporter facility name:(B)(6) hospital. The wolverine cb mr, ous 15mmx2.75mm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination of the balloon found no tears in the balloon material however, blood was visible in the balloon which is consistent with a leak having occurred in the device. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at 3mm distal to the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The blades were examined microscopically. A visual and microscopic inspection of the blades revealed that two blades had no issues and that the entire blade segment of the third blade was bent at a number of locations along its length. All blades are fully bonded onto the balloon. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. A 90% stenosed lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 15mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, the device was unable to cross the lesion. The balloon was removed without any issues and no damage was noted to the balloon or blades upon removal. The procedure completed with a different device. No complications were reported and the patient was in good condition after the procedure. However, device analysis revealed a balloon pinhole.